Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the removal, a broken rod and broken screw were found. This was a planned removal of instrumentation from t12 to the pelvis. The patient had a broken rod on the left side and a broken pelvic screw on the right iliac wing. All instrumentation was removed with no issues. The surgeon used a midas cutting burr to cut the rods below the t11 pedicle screws. The material was not received. This report is for an unknown rod. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it states that the measurable dimensions were found to be in compliance with the technical drawings and in specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviation regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. The microscopic view of the broken surface does not show any anomalies of material structure, which indicates material conformity as well. Patient history received from the EU on (B)(6) 2013 confirming multiple surgeries with failed fusions. Patient history received from EU dated (B)(6) 2012.

Event description:
This report is for a rod. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Additional product code: mni, kwp. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This report is for a rod. This is 1 of 3 reports for the same event, (B)(4).